Manufacturer narrative:
(B)(4).

Event description:
A potential adverse event related to a pocket fill was reported. No pt symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested, a follow up report will be sent if additional info becomes available.